Event description:
The customer reported the device indicated error code 08000. This error code is accompanied by the cycle power message/instruction and operation is halted. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.